Event description:
A caller reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose level. The customer planned to use multiple daily injections as backup therapy.